Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage and stent fracture occurred. The target lesion was located in a coronary artery. A 12 x 3.50 rebel stent was advanced to treat the lesion. However, during the procedure, the stent struts were damaged, then fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system. The stent struts were damage with balloon bunched. The outer shaft, inner shaft, balloon and tip were microscopically examined. The stent struts on the proximal end of the stent were damage and the proximal end of the balloon was bunched. The inner shaft buckled. The inner shaft was separated at the guidewire exit notch. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent fracture occurred. The target lesion was located in a coronary artery. A 12 x 3.50 rebel stent was advanced to treat the lesion. However, during the procedure, the stent struts were damaged, then fractured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.